Manufacturer narrative:
The manufacturing date for the lot has been received. (B)(4).

Event description:
There are two known lots in this complaint event. Two reports are required due to two lots being reported. Refer to internal reference # (B)(4) for the report on lot # 31077208. Refer to internal reference # (B)(4) for the reported on lot # 31076666 . An optician reported on 06/11/2015 that a female patient was adapted to a pair of contact lenses and developed an ulcer. When the ulcer healed, the patient resumed contact lens wear. The optician did not think that the contact lenses were the cause of the ulcer.

Manufacturer narrative:
The device was not returned for evaluation the lot number was provided. The manufacturing investigation did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).